Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other rx graftmaster referenced in describe event or problem is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in the mid right coronary artery (rca). An attempt was made to cross the perforation with a 2.8 x 16 rx graftmaster covered stent but this device failed to cross due to a sharp bend in patient anatomy and was withdrawn. An unspecified drug-eluting stent was then deployed, which slowed down the bleeding. An attempt was then made to cross the perforation with another 2.8 x 16 rx graftmaster, but this device also failed to cross due to the sharp bend in anatomy and was withdrawn. Subsequent imaging then showed the perforation began to self-seal and another graftmaster was not needed. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.